Event description:
It was reported that a patient underwent a tlh/lavh procedure in 2022 and suture was used. During the procedure, the suture has been detaching from needle easily while in the vagina. It is unknown if the procedure was completed successfully. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 2/13/2023. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. This medwatch report is in response to receipt of maude event report mw5114600. (B)(4). Date sent to the FDA: 2/13/2023.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The single complaint was reported with multiple events. There are no additional details regarding the additional events. Additional information was requested, and the following was obtained via: procedure - tlh/lavh. There is not one specific date, this has happened on multiple occasions. I am working with risk management on finding the accurate number of procedures this has occurred in, what I do know is it has happened multiple times. There have been no patient adverse consequences. Surgery has been able to be completed every time, but they have to pull multiple sutures because the needle falls off the suture too easily with the lot # smbcxt. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. The product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that four sealed boxes with thirty-six packets and two opened boxes with twenty-two and thirty-five packets that pertain to product code j258h were returned with the packaging closed. Upon initial inspection, of the sample, no external damages were observed on the packets. As per the sampling plan, a visual inspection was performed on thirty-two samples, the packets were opened, and no defects were detected. The swage and attachment area was noted to be as expected. The sutures were dispensed without problems and examined along the strand to detect any issues related no defects were observed during the evaluation. A functional test was performed using instron equipment, and the pull force result was above the minimum requirements. The event described could not be confirmed as the device performed without any defect noted. It should be noted that as part of our quality process, each batch is randomly inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. Events reported via: 2210968-2022-09347.

Event description:
It was reported that a patient underwent a procedure in 2022 and a tlh/lavh uture was used. During the procedure, the suture has been detaching from needle easily while in the vagina. It is unknown if the procedure was completed successfully. No adverse patient consequences were reported. Additional information was requested.